Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced past elevated blood glucose (bg) of greater than 600 mg/dl; cause was unknown. Elevated bg was addressed via a manual injection. Reportedly, the customer has discontinued pump therapy and has reverted to manual injections for diabetes therapy. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.